Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: only the plunger with the link and both cuffs were returned for investigation. Evaluation of the returned components found the anterior cuff was captured during needle deployment and was returned attached to the needle tip. The link was intact. The cuff tabs of the posterior cuff, however, were damaged indicating a needle to cuff detachment had occurred. The posterior cuff was returned still attached to the link. A cuff to needle tip detachment would result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported cuff miss. However, the reported cuff miss could not be confirmed. The push mandrel which ejects the posterior cuff during needle deployment was inspected and the stroke/deployment was within specifications and not a contributing factor in this event. In addition the needle trajectory of each device is inspected during manufacturing. A cuff detachment can be influenced by, but not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, or deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce a cuff detachment. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records and a query of the complaint-handling database could not be preformed because no lot number was provided. Based on the investigation findings, inspection criteria and the reported information the most likely cause for the cuff detachment was related to operational context during use. There does not appear to be any indication of a lot specific product quality deficiency. All products are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.